Event description:
My teeth, which had always been straight, began to crowd as I got older. I started treatment with invisalign and was extremely compliant with it until I developed tmj. I had noticed that one of my teeth had lost a cusp, but the orthodontist told me that it wasn't due to invisalign. I stopped wearing the invisalign, and the tmj improved. But didn't totally resolve. After that I found myself not wanting to wear them, so treatment has dragged out a bit. Over the past few months several of my teeth have cracked, and my orthodontist told me yo just keep going so that we could finish the job. And then get the teeth fixed. It was taking way too long to see changes, so my orthodontist finally agreed to just put regular braces on but told me to get my teeth fixed first. I had his office forward the panoramic xrays to the local dental school, where I was seen today. Turns out that I need at least 3 crowns, root canal plus I have 6 cavities, 3 of which are clearly visible on the orthodontist's xrays. I am looking at tens of thousands of dollars of work. The orthodontist swore up and down that invisalign doesn't cause teeth to crack. The attending at the dental school was surprised that they had continued the invisalign with those cavities, and told me that invisalign is, in fact, associated with broken teeth. She explained that invisalign works differently than regular braces in the forces it places on teeth. I am beyond angry. I remember signing forms that seemed to be more of a formality, and I'm sure there were disclaimers in there.